Event description:
The first threaded k wire that was used had an issue with the tip became lodged in the cortex and it broke. Fragment of wire was left in place the integrity of the cortical bone may have been affected by removing it and the piece was not going to impact her in any way.

Event description:
The first threaded k wire that was used had an issue with the tip became lodged in the cortex and it broke. Fragment of wire was left in place the integrity of the cortical bone may have been affected by removing it and the piece was not going to impact her in any way.

Manufacturer narrative:
The following elements have blank data.